Manufacturer narrative:
Section h4: correction. Section h6: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 15 days of data (16aug2020 ¿ 31aug2020 per the timestamp). The system controller was not returned for analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, pump off, and low flow alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17jan2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-04264. It was reported that the patient expired on (B)(6) 2020. The details surrounding his death are unknown as his family found him down in a hotel room. Additional information provided by a vad coordinator on 31aug2020 reported that the team had means to suspect that the patient took his own life and that the log files were being sent to technical services to rule out gross pump malfunction and potentially determine if there was evidence to suspect that the patient had disconnected their driveline. Upon interrogation of the device, the hospital noted numerous no external power hazard alarms which the patient's father attributes to the patient trying to save time when changing power. A driveline disconnect on (B)(6) 2020 was noted around 0845 and an apparent reconnection later that afternoon around the time that death was called. Technical services (ts) reviewed the log file and confirmed the driveline disconnect on (B)(6) 2020, along with pump off events at three separate times. Ts further reported that before the driveline was disconnected, the pump was functioning as intended.